Event description:
Failure code 814:01 was found in the pump's event history during product evaluation. It is unknown when this failure code occurred or if there was any pt injury or medical intervention necessary. No add'l info is available.